Event description:
The manufacturer's rep reported that the pt underwent an orthopedic procedure and was started on a pca pump along with the intrathecal morphine pump for pain management. Over the next 24 hours post-op, patient was found obtunded by medical staff. The pca was stopped and the pump was turned down. The following day, the pt began to exhibit unspecified symptoms of morphine withdrawal. The neurosurgical resident subsequently reprogrammed the intrathecal morphine pump prior to discharge and was subsequently titrating medication considering intrathecal/oral equivalents. Final pt outcome is unknown. The hcp wouldnot provide further info at the time of the event, stating the hipaa regulations prevented this.